Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The omnilink elite delivery system catheter was then re-inserted and was able to be advanced through the omnilink stent. The delivery system balloon was inflated and the omnilink elite stent was fully expanded in the absolute pro stent. A second omnilink elite vascular stent was then advanced to the gap between the absolute pro vascular stents and deployed without issue. During the first part of the procedure, prior to any abbott device entering the patient anatomy, a surgeon was consulted and recommended treating the vessels as short-term treatment until the patient could be scheduled for the bypass surgery. Post procedure, the patient was in stable condition; however, the patient will be scheduled for an aorta-popliteal artery bypass surgery. No additional information was provided. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties, foreign body in patient and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absolute pro stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a procedure to treat a total occlusion of the right external iliac artery. Atherectomy was performed, using a non-abbott atherectomy device. Non-abbott devices were used in an attempt to treat the lesions; however, the devices needed to treat the lesion were not available. An absolute pro vascular stent was advanced and deployed at the distal lesion and no issues were noted. Due to the length of the lesion, a second absolute pro vascular stent (10.0 x 60 mm) was then deployed; however, the physician misjudged the location and the stent was deployed so that there was a gap between the two absolute pro vascular stents. Difficulty between the absolute pro vascular stent delivery system and the access sheath was noted during removal of the stent delivery system, possibly due to the acute angle of the vessel. The physician pulled on the delivery system with force, and the delivery system was able to be removed. Upon removal, the delivery catheter was noted to be "accordioned on itself." The physician attempted to advance a 6.0 x 39 mm omnilink elite vascular stent delivery system to deploy the stent at the gap between the two absolute pro vascular stents. During advancement, the physician pulled the device back for positioning and felt resistance with the implanted stent and the omnilink elite vascular stent dislodged from the delivery system. The delivery system was removed, with the stent remaining, undeployed, in the absolute pro vascular stent. The non-abbott sheath dilator was advanced and was able to push the omnilink elite stent further into the absolute pro vascular stent.